Event description:
It was reported that the unspecified bd needle was clogged and experienced leakage. The following information was provided by the initial reporter: medication started oozing, and was very hard to push through.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two bd safetyglide¿ needles were clogged and experienced leakage. The following information was provided by the initial reporter: a physician was administering a euflexxa injection with a 22 gauge needle. He stated that it was very hard to push the medication through. With the force of him pushing, the medication started oozing out the sides.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that two bd safetyglide¿ needles were clogged and experienced leakage. The following information was provided by the initial reporter: a physician was administering a euflexxa injection with a 22 gauge needle. He stated that it was very hard to push the medication through. With the force of him pushing, the medication started oozing out the sides. D.1. Medical device brand name: bd safetyglide¿ needle . D.2. Medical device manufacturer: becton dickinson medical systems. D.4. Medical device catalog #: 305900. D.4. Medical device lot #: 1160596. D.4. Medical device expiration date: 2026-05-31. D.4. Unique identifier (UDI) #: (B)(4). D.5. Medical device operator: health professional g.1. Manufacturing location: becton dickinson medical systems g.5. PMA/510(k)#: k951254. H.4. Device manufacture date: 2021-06-09.

Event description:
It was reported that two bd safetyglide¿ needles were clogged and experienced leakage. The following information was provided by the initial reporter: a physician was administering a euflexxa injection with a 22 gauge needle. He stated that it was very hard to push the medication through. With the force of him pushing, the medication started oozing out the sides.